Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "particles in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, red particles and delamination valve leak test and microscopic analysis was performed which identified: delamination total of the valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.